Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8232935. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for adhesive on cannula.

Event description:
It was reported that relion® insulin syringe needle broke off in the patient during use. The following information was provided by the initial reporter: material no: 328509 batch no: 8232935. It was reported that the needle broke in customer's site. Verbatim: issue(s): when injecting with a new syringe in arm the needle broke off into the site. Date of event: (B)(6) 2019. Consumer's son calling with consumer on the phone. The needle is still in the site. She went to the emergency room (not within a hospital). They completed an x-ray that shows the needle in her arm. The emergency room did not want to remove the needle saying it was too small and the machines at the ER would not help in removing. Informed her to visit a general surgeon. She has an appointment with surgeon on (B)(4) 2019. Consumer also went to a hospital (B)(4) 2019 for another opinion. They reviewed her x-ray's online and advised her to wait for the general surgeon visit. They did not complete any further tests or exams.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle broke off in the patient during use. The following information was provided by the initial reporter: material no: 328509. Batch no: 8232935. It was reported that the needle broke in customer's site. Verbatim: issue(s): when injecting with a new syringe in arm the needle broke off into the site. Date of event: (B)(6) 2019. Consumer's son calling with consumer on the phone. The needle is still in the site. She went to the ER room (not within a hospital). They completed an x-ray that shows the needle in her arm. The ER did not want to remove the needle saying it was too small and the machines at the ER would not help in removing. Informed her to visit a general surgeon. She has an appointment with surgeon on (B)(6) 2019. Consumer also went to a hospital (B)(6) 2019 for another opinion. They reviewed her x-ray's online and advised her to wait for the general surgeon visit. They did not complete any further tests or exams.